Event description:
A hospital in (B)(6) that the ventilation tube of an rt235 infant dual-heated evaqua breathing circuit was leaking, causing the ventilator to alarm. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Event description:
The facility reported a colleague infusion pump with failure code 703:00, which was identified during bio-medical testing. However, upon reviewing the pump's event history, baxter quality engineering discovered this event occurred during and interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 703:00 was confirmed during product evaluation. This condition was caused by a defective pumphead module (phm) assembly. The phm assemly was replaced to correct the reported condition.